Event description:
It was reported that the customer was hospitalized after experiencing blood glucose levels as high as 27 mmol/l. When the infusion set was removed, the customer noticed that the cannula was bent. It was stated that the insulin pump did not alarm no delivery. The customer was unable to conduct the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.